Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the packaging was unavailable for investigation. Evaluation revealed that the serial number on the pump matches the serial number of the pump sent to the patient as noted in the patient's records.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt contacted animas (B)(6) on (B)(6), 2011, alleging that she rec'd a replacement pump; however, the seal on the box and on the plastic shell case were broken. The pt reported that the box seal looked like it had been cut with a sharp edge. The pt also reported that the serial number listed on the box was different from the serial number of the replacement pump. There was no mention of symptoms or medical treatment as a result of the issue.